Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation is still in progress; a final report will be submitted upon completion. 10-feb-2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. No abnormality captured for the affected unit. The clinical threw the product away, so the product was not returned to the manufacturer for investigation. No investigation of actual device performed. Preliminary trended case investigation conclusion: the finding was that the gluing process wasn't good enough on the sample, so the devices separated. More devices are needed for investigation before a final conclusion. Currently manufacturer have only one sample to look at. The clinical investigation concluded: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final.

Event description:
13-jan-2023: on an unknown date (dec-2022 best estimate) receiver has partially broken off in patient's ear. Was not able to be taken out in the hearing care providers clinic as it was very deep in and close to the eardrum. Clinic called the patient's general practitioner who was not able to help. Patient was advised to go to an ear hygienist to have the piece extracted. Patient didn't complain of any pain or discomfort, was simply concerned. Hearing aid was received in for repair in august 2022 (14-516805). Invoice states receiver replaced at time of repair. 10-feb-2023: receiver was thrown away by the clinic. No further follow up expected.

Event description:
13-jan-2023: on an unknown date ((B)(6) 2022 best estimate) receiver has partially broken off in patient's ear. Was not able to be taken out in the hearing care providers clinic as it was very deep in and close to the eardrum. Clinic called the patient's general practitioner who was not able to help. Patient was advised to go to an ear hygienist to have the piece extracted. Patient didn't complain of any pain or discomfort, was simply concerned. Hearing aid was received in for repair in august 2022 (14-516805). Invoice states receiver replaced at time of repair.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Investigation is still in progress; a final report will be submitted upon completion.